Manufacturer narrative:
The tap was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned tap had some impact marks at the back end causing slight fit issues with the mating tracker. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stating that the instruments were bent and the tracker would not verify and the driver was visually bent and not tried.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had a damaged black suretrak and 5.5 tap. No patient was present at the time of the event.